Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that a 59 year old male patient experienced high purge presssure and ps blocked alarms with declining purge flow while supported with an impella device. Troubleshooting was performed, and options discussed includedpump exchange versus lysis protocol. No additional information reported.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: the cause of the high purge pressure could not be determined as no logs were returned for evaluation and returned product cut and unable to be tested.

Manufacturer narrative:
In section g (manufacturing site name), the abiomed europe gmbh site address and required site information were inadvertently omitted from the initial report. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.